Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working an intended and put back into svc.

Event description:
The customer reported the sys displayed a communication error and locked up. There was no report of death or serious injury associated with the complaint.